Event description:
The clinician reports the implant was inserted on (B)(6) 2021 in ada 31. Details of surgery: ridge augmentation. On (B)(6) 2022 , loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility, swelling and bleeding. No further patient complications were reported.